Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part no.: 359.219, lot no.: 9564238, manufacturing location: (B)(6), release to warehouse date: (B)(6) 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter for titanium elastic nails has malfunctioned. No patient or procedure involvement. This complaint is for one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed for the subject device: device condition: the elastic nail inserter was received with the blue handle on the proximal end of the device showing a transverse break. The two pieces have fully separated but are still retained on the shaft of the device. Witness marks consistent with impact were observed on the blue handle. The coupling mechanism was tested and found to function as intended. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Release to warehouse date: 23.oct.2015. A hardened test is not applicable as there is no hardness requirement for the plastic ppsu blue-301 handle per drawing. Drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Elastic nail inserter. Handle (component). The outer diameter of the blue handle measured 30.08mm which is within the specification of 30mm +/-0.2 per (calipers: ca102p). Due to the damage and orientation, dimensional inspection of the handle inner diameter and across the grooves of the outer diameter could not be performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. In addition, document change order (dco) modified the handle design to improve its impact resistance to hammer strikes. This dco included a material change from ppsu blue-301 to pom-c blue-502 and an added stress-reduction geometry into the 15mm bore. Disposition per the dco was ¿the inventory of the old handle must be used up or scrapped before changing to the new handle.¿ this device was manufactured prior to the design/material changes. No definitive root cause was able to be determined however, the condition of witness marks on the blue handle are consistent with the result of errant hammer blows. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the handle is broken. There were no issues during the manufacture of the product that would contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Additionally, dco modified the handle design to improve its impact resistance to hammer strikes. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Alert date correction - assessed by clinician to reportable from non-reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.